Event description:
Additional information received from the patient indicated that the shocking had been resolved by the manufacturer representative changing the program. The patient mentioned that the shocking had just started spontaneously.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator (ins) for gastrointestinal/ pelvic floor. It was re ported that at the back of the upper thigh and bottom of buttocks she got a clamp and a shock at the same time where she had to stop and get a breath. It was confirmed with the patient programmer that the therapy was on. It was noted that the patient was on program 1 at .40 volts. She switched to program 2 at .40 volts and was told to wait couple of day and see if she got relief.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.